Manufacturer narrative:
Device labeling single use or reuse. Method: device not returned. No evaluation will be performed. Device discarded - unable to follow up. Conclusions: no conclusions can be drawn.

Event description:
Information was received from our (B)(6) affiliate. On (B)(6) 2013 our sales representative reported that a pt who wore acuvue oasys for astigmatism brand contact lenses was diagnosed and treated for a corneal ulcer in the left eye (os). On (B)(6) 2013 the treating eye care professional (ecp) provided additional information. The ecp reported that the pt's contact lens "compliance was good." On (B)(6) 2013 the pt presented to the ecp to be seen with c/o discomfort in the os which developed when the pt was wearing "the second or third contact lens" from the multipack. The pt continued to wear the lens in the os and eventually removed the lens from the os due to pain. The pt was diagnosed with corneal ulcer and iridocyclitis in the os. "The ecp determined that it was unknown whether the lesion was infectious (the ecp presumed that it was non-infectious). No cultures were performed." The ulcer was 1.5 mm in size and located at the superior aspect of the cornea at the 12 o'clock position. Spk was also noted in the central portion of the cornea os. Corrected va 1.2 (better than 20/20); the pt's va was not affected. The pt was treated with vigamox 0.5% qid gtts and tearbalance gtts six times a day os. Meiact ms, empynase-p, solantal and flavitan were also prescribed. The pt returned for f/u on (B)(6) 2013 the symptom os improved. The pt was returned to contact lens wear and not instructed to return for f/u. No additional information is expected to be received. The product in question has been discarded. A lot history review was requested. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. If additional information is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise management review meetings.